Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was having difficulty charging the pump battery despite the attempt of multiple usb cables and wall adapters. In addition the customer reported having to maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. There was no impact to the customer's blood glucose level due to the battery issue. In addition, the customer reported a undefined cartridge alarm occurred and the pump stopped all insulin delivery. The cartridge alarm was unable to be confirmed in the pump history. The customer's blood glucose (bg) level was impacted (300s mg/dl). The customer delivered a manual injection to correct elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.